Manufacturer narrative:
Device returned with no lot ID. The product complaint analysis team has completed its investigation. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: clip in jaws, yes; damaged jaws, no; damaged feed bar, no; damaged floor, no; damaged handle shrouds, no; damaged other, no; damaged tip shrouds, no; damaged trigger, no; damaged tube, no and damaged weld seams, no. Functional tests & results: antibackup functional, yes; firing: feed conform, yes; firing: form conform, yes; jaws: hold clip, yes; jaws: inside width at tips, .174 and lockout functional, yes and number of clips fed and formed, 15. Analysis conclusion: based upon the inquiry info rec'd and the visual and functional testing, no conclusion could be reached as to what may have caused the reported incident. The instrument was fired and it fired and formed the remaining clips as designed. Therefore, it could not be ascertained as to why the clips were reportedly not staying on the vessel. Each instrument is evaluated during the assembly process to ensure the clips feed and form properly.

Event description:
It was reported during a laparoscopic cholecystectomy the clips were not staying on the vessel. The clip applier was replaced with another er320 and the case completed successfully. There was no consequence to the pt.